Event description:
Customer reported the monitor functions, but has no alarms. Ge healthcare's investigation into the reported occurence is still ongoing. A follow-up report will be issued when the investigation has been completed.